Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient phoned to return a phone call and state "it has ruptured", and that she will call back later to provide information. Device remains implanted. This record is for the left side.